Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2014-01-17, information was received from a health care provider (hcp) regarding a patient who was receiving morphine 2.5mg/ml at a dose of 0.12mg per day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included no known drug allergies, diabetes, hypertension, gerd (gastroesophageal reflux disease), anemia, peripheral neuropathy, cervical/lumbar post laminectomy syndrome, lumbar radiculitis and diverticulitis. The patient was experiencing a continuing urinary retention issue post pump implant. The pump was programmed to minimum rate; the concentration was changed to 0.05mg/ml and the dose was changed to 0.04mg/day. The patient was then able to urinate. The concentration had been decreased to allow for a dose low enough so that the patient could urinate but it was noted the bridge bolus duration was "too long (242 hours)". A system content removal procedure was discussed and was provided to the hcp, the hcp noted they would all back if she had any additional questions once she read through the procedure. Additional information was later received, on 2014-01-30, from a hcp. The patient's daily dose was noted to have been 0.25mg/day at the 2.5mg/ml concentration. There were no other medications that the patient was taking at the time of the event. As far as what troubleshooting was done and/or other actions, the pump daily dose was decreased and flomax was started on (B)(6) 2014. In terms of how the patient was now doing and if they were receiving effective therapy, there were no problems voiding and their pain was under fair control. The device remained implanted still. There was no other information of importance.